Manufacturer narrative:
Programmer: model 3037, serial # (B)(4). Lead: model 3093-28, serial # (B)(4), implanted: (B)(4) 2011; explanted: unknown.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. The patient was also reported to have a urinary tract infection. The symptoms were reported to have occurred after the patient experienced a trip and fall in the bathtub. Impedance readings were reported to be less than 250 ohms with 15 ohms readings on electrode pairs c<(>&<)>0,0<(>&<)>1,0<(>&<)>2,0<(>&<)>3,1<(>&<)>2,1 <(>&<)>3,2<(>&<)>3. Additional information has been requested, but was not available as of the date of this report.